Event description:
Subject device has not been identified as a synthes device.

Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. Cannot be determined without a catalog number. No investigation could be performed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.